Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient had missed the low because the receiver did not alarm. Patient's husband noticed the patient was incoherent, called paramedics, and gave the patient juice. By the time the paramedics had arrived, the patient was coherent again. Patient tested the receiver audio function, and it did not beep. At the time of contact, patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).